Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The turbohawk device was prepped as typical and inserted over wire via contra lateral approach. Upon initial activating of the cutter blade, the physician thought something looked "wrong" and had tech turn off the device. The physician tried again and again, then noticed that the nose cone and cutter blade looked "unusual." The device removed from patient and the case was completed with balloon angioplasty. Evaluation of the returned turbohawk found that one of the two hinge pins is missing. The location of the hinge pin is unknown.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.